Manufacturer narrative:
This report is submitted on (B)(6) 2023.

Manufacturer narrative:
This report is submitted on july 20, 2023.

Event description:
Per the clinic, the patient experienced pain and poor sound quality with the device use. Hardware exchange / troubleshooting / reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2023, and the patient was reimplanted with another cochlear device during the same surgery.